Event description:
Independent repair center: sieve is saturated. Per independent repair center statement, the unit was alarming or red light. The key failure was sieve is saturated. Additional malfunctions were zip ties leaks, power switch alarm doesn't function, pm kit dirty, 4 way valve not shifting and hose clamps leaks, and pvc tore.